Manufacturer narrative:
Philips service advised a cooling check and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a tube overload error occurred during coronary imaging at 30 fps on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.